Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver failed to boot and charge. The receiver download failed. Perform functional test: unable to perform. Receiver log review: could not retrieve. Open and interior inspection: pass. Take battery measurements: fail-2.74 vdc. Use known good battery to download receiver log: pass. Review log: fail-shut down for battery low at 86% and 85%. The complaint is confirmed because the receiver was not functioning. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.